Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had perforated and was explanted. A new rv lead was successfully implanted. No additional patient adverse effects were reported.